Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for the product "painful open sores to the application site". A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6) female consumer who used the thermacare neck/shoulder/wrist heat wrap. Medical history included neck and shoulder tension, prior use of thermacare products, and an inactive thyroid. Concomitant products included synthroid (levothyroxine) taken daily. On (B)(6) 2021, the consumer applied the thermacare neck/shoulder/wrist heat wrap (lot number and expiration date not provided) to her neck and shoulder area to help relieve tension in her neck and shoulders. She wore the product for approximately 7 hours while she was at work. When she arrived home, she removed the product. On (B)(6) 2021, after the consumer woke up, she took a shower and while in the shower she noted painful open areas to the application site. She reported there were open sores. It was painful and very sensitive. For treatment she applied aloe and burn relief cream to the affected areas. She did not seek a medical doctor for her symptoms. The consumer did not have the package of the product. As of (B)(6) 2021, the open sores were healing, and they appeared to be scabbing over. They were not painful unless they were touched. Multiple follow up attempts were initiated but were unsuccessful.